Event description:
The user facility reported a patient was implanted with an impella 5.5 pump to support cardiogenic shock/cardiomyopathy. The pump was placed and the access site was intervened upon. Extra sutures, thrombin and gelfoam were utilized to achieve hemostasis. The pump was supporting when after six days there was purge blocked/high purge pressure alarms. Tissue plasminogen activator was started. The pump remains on despite these issues.

Manufacturer narrative:
The impella pump, returned, purge cassette and data stick were returned and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of high purge pressure and access site bleeding has been completed. Information was reported having slight resistance at anastomosis site during implantation. The pump was placed and run at p-2 and p-5 with no issues. Bleeding was controlled with more repair sutures, thrombin, gelfoam and evarrest. No blood products were given. The root cause of the access site bleeding - major was not determined due to insufficient clinical details. Information reported that tissue plasminogen activator (tpa) was starting to resolve high purge pressure and purge blocked alarms and continued running tpa into the next day. Biomaterial was found on around the inflow cage of the returned pump. Data logs showed high purge pressure alarms that started and resolved the next day. No motor current spikes but motor current and flow starts trending upwards during high purge pressure alarms and trends back down when alarms resolve.¿ the root cause of the high purge pressure was most likely biomaterial buildup since tpa resolved the high purge pressure and there were no motor current spikes.